Manufacturer narrative:
All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with blurry and decreased vision in the left eye. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained that vision is not as expected it to be. It was stated that the symptoms were not interfering with daily activities. Right eye pre-op 20/25; left eye pre-op 20/40 . Bcva from (B)(6) 2018: left eye post-op 20/50 .25 x -.75 x 88. Post-op on (B)(6) 2018 uncorrected visual acuity: left eye 20/50 and manifest refraction +0.25 x -0.75 x 088. Post op best corrected: right eye 20/40, left eye 20/50.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.